Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the 3.5x15 promus stent delivery system was only advanced one time into the patient anatomy and could not cross the lesion. The distal portion of the stent delivery system, the non-abbott guide catheter, non-abbott balloon catheter, and unspecified abbott guide wire were removed from the patient anatomy as a single unit. No additional information was provided.

Event description:
It was reported that during a procedure to treat a lesion in the proximal to mid right coronary artery (rca) with heavy tortuosity and heavy calcification, a 2.75x28 promus stent was implanted in the mid rca. A 3.5x15 promus stent delivery system (sds) was advanced but could not cross the lesion. The sds was withdrawn, additional dilatation was performed, and the 3.5x15 promus sds was re-inserted; however, could not cross the lesion. During removal, the proximal shaft separated in two pieces. In order to retrieve the separated distal segment that remained in the patient anatomy (undeployed stent included), a guide wire was advanced alongside of the promus sds and a balloon catheter was advanced and the balloon was inflated to a small pressure, just enough to hug the promus catheter and remove it through the guide catheter from the patient anatomy. A 3.0x18 promus stent was implanted in the proximal rca. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Removed. Evaluation summary: the device was returned for evaluation. The shaft was separated/detached 67.5 cm distal to the strain relief tubing confirming the reported incident. Based on visual inspection and dimensional measurements, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Guide wire: balance middleweight. Guide catheter: medtronic hs1 6f. Stent: 2.75x28 promus. Other: plavix, heparin, integrilin, fentanyl. Re-insertion. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.